Event description:
(B)(4) clinical study. Same case as MDR ID 2134265-2014-02330, 2134265-2014-02331, 2134265-2014-02333. It was reported that cardiac arrest, acute myocardial infarction and patient death occurred. In (B)(6) 2010, the subject presented with chest pain associated with shortness of breath and prior abnormal stress test. The patient was referred for cardiac catheterization on (B)(6) 2010. Index procedure was then performed. During the diagnostic procedure, the previously deployed unknown taxus stent in the proximal portion of the rpl branch was found to be totally occluded. Target lesion #1 was a de novo lesion located in distal segment of spahenous vein graft (svg) to right posterior descending artery (r-pda) with 70% stenosis and was 12 mm long with a reference vessel diameter of 4.00 mm. A choice pt extra support guide wire and two choice pt floppy guide wires were inserted through graft and up the limb of the pda branch and around right posterolateral (rpl) branch but the guide wires repeatedly prolapsed down the distal limb. The lesion was treated with direct placement of a 3.5 x 16 mm taxus liberte stent, with 0% residual stenosis. Target lesion #2 was a de novo lesion located in proximal segment of svg to 1st diagonal with 75% stenosis and was 15 mm long with a reference vessel diameter of 4.00 mm. The lesion was treated with direct placement of a 3.5 x 20 mm taxus liberte stent. Following postdilation, residual stenosis was 0%. One day post-procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient was brought to the emergency department with cardiac arrest. Symptoms developed while the patient was at rest. ECG revealed aystole in two separate leads, troponin values was within normal limits. The patient was diagnosed with myocardial infarction. At the time of event, the subject was taking aspirin and clopidogrel, the study drug was never taken during the study. Pre-hospital rhythm was asystole and intervention included initiation of intravenous (IV) fluids, initiation of oxygen, intubation, cardiopulmonary resuscitation (CPR) and treatment with epinephrine and atropine. CPR and advanced cardiovascular life support (acls) was performed for 10 minutes. The patient was pronounced dead at 9:05 hours on the same day. As per death certificate, the immediate cause of death was acute myocardial infarction and the underlying cause was diabetes. Autopsy was not performed.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).